Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned in two sections, due to the presence of a hypotube break. The break was located at 20.6 cm distal to the strain relief. Multiple kinks were noted, along both sections of the break. A visual examination identified, that the balloon was folded. No tears or holes were visible in the balloon material. A microscopic examination of the balloon material identified no tears. All blades were fully bonded onto the balloon with no issues identified. As the device had a complete break present, an inflation test was unable to be performed using an encore inflation device. A leak test was undertaken using a syringe. And inflation of the balloon was completed with no leaks detected. A visual and microscopic examination found, no issue with the marker bands. No kinks or damages were observed.

Event description:
It was reported, that the balloon ruptured. The 90% stenosed, target lesion was located in the moderately tortuous. And severely calcified vessel. A 15mmx2.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted, that the balloon ruptured at 6 atm upon second inflation. The device was removed without any problem. And the procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 15mmx2.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6 atm upon second inflation. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported.